Manufacturer narrative:
Device received with blank display, problem isolated to electrical board. Unable to confirm keypad anomaly due to blank display.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned.  The device will be returned for analysis and further information will follow once the analysis has been completed.  No conclusion can be drawn at this time.

Event description:
The customer reported via phone that insulin pump buttons was not working. Customer¿s blood glucose was unknown at the time of incident. He had to pressed the buttons multiple times before they respond. Customer stated that the down button was working intermittently. Customer stated that insulin pump down button was not responding. Customer stated the pump was neither dropped nor exposed to moisture. Customer stated block mode is inactive. Customer stated an alarm was not in progress at the time the button was unresponsive. Customer stated bolus menu was available and they are not seeing 0.0 when attempting to program a basal. Customer stated the button was not unresponsive during an easy bolus attempt. Troubleshooting was performed for keypad anomaly. The insulin pump will be returned for analysis.